Manufacturer narrative:
The reported scenario is rare: merge/split is only used in cardiology workflow using stand alone ea. Merge /split option should be used with exams of different pts. The site should have a secondary (shadow) ea. The main safety issue "name of study s1 is changed to pt y" will only be visible when the client workstations will query the secondary (shadow) ea, after a fail over from the primary to secondary ea. By default the client workstations will query the primary ea which contains the right data. This issue is planned to be addressed in (B) (4). (B) (4).

Event description:
When doing a merge-split with update/delete events enabled, the updates will not correctly arrive at the secondary archive (with shadowing). Issue found internally. There was no pt involvement associated with this event.